Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump up button takes force to work and backlight is intermittently working. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that insulin pump had diminished battery life and took two times to rewind, louder during rewind. The insulin pump will not be return for analysis.